Event description:
It was reported that the vacuum on the device stopped completely during use. The blood was not discarded but was able to be re-infused. It is unk by the account if pre-donated or bagged blood was required. A back-up device was used. No adverse consequences were reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for eval.